Event description:
It was reported the customer experienced a fill estimate issue while loading the cartridge. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.